Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in first obtuse marginal (om1) branch with 90% stenosis, a length of 10mm, and a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 2.25mm x 20mm study stent with 0% residual stenosis. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, patient presented with chest pain and was diagnosed with unstable angina. Subsequently, coronary angiography was performed which revealed 90% ostial stenosis in om1 proximal to study stent. The lesion was initially treated with placement of 2.25 x 8.00mm promus premier drug-eluting stent (des). However stent was not deployed. Hence a new 2.5 x 8mm promus premier des was successfully deployed with 0% residual stenosis. The 75% stenosis located in left main coronary artery (lmca) was treated with balloon angioplasty and placement of 3.5 x 12mm promus premier des with 0% residual stenosis. Additionally, on the same day, 100% stenosis located in mid left anterior descending (lad) artery was treated with balloon angioplasty and placement of 2.25 x 16mm promus premier des with 0% residual stenosis. On the following day, the patient was discharged on dual antiplatelet therapy.